Manufacturer narrative:
The issue that was reported is consistent with the info detailed in varian medical systems complaint (B)(4), in which a corrective action has been initiated to inform the user to cease use of the gm11004150 for pdr treatment and to replace the device with the modified shielded applicator set, gm11004380. The flexible probe can slip in the guide tube under sufficient force when correctly attached to the guide tube, with the applicator secured in the pt's body. Pt movement during treatment or between pulses can result in significant force applied to the flexible probe, when the segmented cylinder is secured in the pt. This may not be detected immediately during pdr brachytherapy due to the long total treatment time (24-48 hours) without constant pt monitoring. The corrective action was previously reported under the guidelines of 21 cfr part 806 (recall #:z-1324-2013; reference #: 9612638-04/19/2013-001r). No further f/u to this MDR is expected.

Event description:
The customer indicated that there was a pt treated with the gm11004150-segmented cylinder applicator set, during a pdr treatment, who developed vaginal radiation ulcers outside the expected treatment area that may be consistent with a shifted flexible probe. This was confirmed by biopsy. The pt plan was for 28 pulses of 1gy. Insertion consisted of 2 x 30mm, 1 x 25mm and 1 x 20mm segments with 3 dwell positions, at positions 1, 2 and 3 each -108 secs normal time. The customer stated that there was no imaging available for this pt. No further info was provided by the customer. The incident was reported to varian medical systems retrospectively based on the customer site's internal review of past pts.